Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis and erosion. Reportedly, the patient presented with a chief complaint of chest wall abscess and reported tenderness/soreness around the device site since surgery. Moreover, it was also reported that there was pus draining which started two months ago. The patient was also noted with enterbacter cloaca infection. The patient was also placed on antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.